Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 06-may-2020: h10: retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Meter and test strips were returned for evaluation. Most likely underlying root cause: mlc-57: user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 110-145mg/dl. The customer did not report symptoms. The customer stated taking extra metformin and endured two days without eating due to meter reading high results. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is two months ago. The meter memory was reviewed for previous test result history. Result 1: 165mg/dl, date: (B)(6) 2019, time: 07:12pm, fasting. Result 2: 179mg/dl, date: (B)(6) 2019, time: 06:45pm, fasting. Result 3: 220mg/dl, date: (B)(6) 2019, time: 01:00pm, fasting. Result 4: 148mg/dl, date: (B)(6) 2019, time: 08:34pm, fasting. Result 5: 189mg/dl, date: (B)(6) 2019, time: 03:35pm, fasting.

Manufacturer narrative:
(B)(4). Meter and test strips were returned for evaluation. Most likely underlying root cause: mlc-57: user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 110-145mg/dl. The customer did not report symptoms. The customer stated taking extra metformin and endured two days without eating due to meter reading high results. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is two months ago. The meter memory was reviewed for previous test result history. (B)(6).